Manufacturer narrative:
The returned device was evaluated and a bend was observed in the exposed portion of the soft cannula. However, no leaks were found during testing. No issues were found with the formed needle, and liquid was able to travel through the fluid pathway properly. The time of occurrence of the observed bend could not be determined, nor if the bend contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Download data showed no signs of struggle or pulse width increases that would indicated device struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient noticed insulin leaking onto the adhesive pad.